Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 474 mg/dl at the time of incident and the current blood glucose of the patient is 77 mg/dl. The customer declined for troubleshooting high blood glucose. The customer also reported that the insulin pump had flow blocked alarm and it was resolved by complete set change. The product will not be returned for analysis.